Manufacturer narrative:
Product complaint#: (B)(4). Sent to the FDA: 10/23/2019. H3 evaluation: it was received for analysis an unopened sample of product code: vcp345, lot: pb7881. The complaint sample was not received for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance, breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pb7881, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cesarean section surgery on an unknown date and suture was used. The suture broke when knotting during cesarean section. There were no adverse patient consequences reported. No additional information could be provided.